Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clips lot, cracked display window, cracked case and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was 270 mg/dl at the time of the incident. The customer stated that the motor error occurred 4 times in the last 24 hours. The customer stated the drive support cap to appear normal. The product was returned for analysis.